Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail tractip laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga laser console. During the procedure, the nurse removed the fiber from the packaging and when the fiber was connected green light was seen coming from the body of the laser fiber and the laser fiber was broken. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Medical device problem code a050502 captures the reportable event of fiber misfire. Block h10: investigation results: the returned lighttrail tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece includes the sma connector which measured 281.3 cm. The second piece measured 84 cm and was bent/kinked 53.7 cm from the distal tip. The exposed glass tip measured 4 mm and appeared unused. Examination under magnification did not identify any signs of usage. Light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed: please dispose of the applicator after usage. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the fiber body was fractured into two pieces. The second piece was also observed bent/kinked. The exposed glass tip was unused and light sma connector was bright and round, indicating no fractures within the connector. Additionally, the fiber was able to connect to the console and rfid was recognized. Product analysis was able to confirm the reported complaint. Based on the gathered, it is likely that procedural handling of the fiber while unpackaging or setup contributed to the fiber damage. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail tractip laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2021. The laser unit used was an auriga laser console. During the procedure, the nurse removed the fiber from the packaging and when the fiber was connected green light was seen coming from the body of the laser fiber and the laser fiber was broken. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event.